Event description:
During a remote follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.